Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic enteroscopy, the evis lucera elite colonovideoscope presented an e315 error message (no image) while being used with the evis lucera elite video system center. The intended procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. The patient was not under general anesthesia. No patient harm reported.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was inspected at an olympus repair center. The customer's complaint of e315 error code was confirmed. It was resolved after drying the scope. Additionally, the leakage indicator inside of the scope connector was discolored and there was a trace of water invasion. However, according to a leakage test, leakage was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·due to device handling, water invaded the scope connector, an abnormality occurred at the electrical components, and the error message was displayed. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.